Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that post rotator cuff repair with the use of 2 panaloc loop rc anchors for fixation, pseudomonas infection was detected via positive cultures indicating also that the bacteria is gram negative; normal resident bacterium. The facility is investigating all possibilities to try and determine the underlying cause of this issue. This is all of the info that has been made available to mitek to date. Also see associated MDR 1221934-2010-00348.